Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 5 inches from the pump housing and the distal portion was returned measuring approximately 33 inches. An unfinished driveline repair was present approximately 25 inches from the pump housing with the replacement driveline also attached at the repair site measuring approximately 23 inches. The sealed inflow conduit and sealed outflow graft conduit were not returned. Upon disassembly of the pump, visual inspection of the blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the driveline revealed no continuity on the orange and yellow wires on the proximal portion of the driveline. No damage to the bionate layer was observed. The metal braided shield was observed to have migrated away from the pump housing, exposing approximately 1 inch of the underlying wires. Visual examination of the underlying wires revealed the orange and yellow wires had fractured at the nipple of the pump housing. Also observed was an insulation breach of the brown wire at the same location, with the internal conductors exposed and partially fractured. A fracture of the orange and yellow wires would have been detected by the pocket controller when comparing wire currents, resulting in the observed driveline fault alarms. Additionally, if the exposed conductors of the damaged wires made simultaneous contact with the metal shielding or each other, the resulting electrical phase to phase short could have caused the low speed and pump stoppage events captured in the log file. The observed wire damage to the orange, yellow and brown wires appeared to be the result of fatigue failure due to repetitive flexing at this location. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's weight was not provided. Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s lvad system produced a driveline fault alarm on (B)(6) 2017. The patient¿s system controller was exchanged; however, driveline fault alarms continued. The patient was reported to be asymptomatic. The manufacturer¿s technical service representative reviewed the submitted log file and confirmed the reported driveline fault alarms. X-ray images submitted did not show any obvious areas of concern. Additional log files submitted on (B)(6) 2017 showed no change in wire fatigue; however, in comparison to the log file submitted on (B)(6) 2017, there did appear to be a small change in the calculated averages of current in the monitored wires. On (B)(6) 2017, it was reported that the patient presented to the clinic, and that multiple pump stoppage events were observed. The alarms started on (B)(6) 2017 and became more frequent as time passed. The patient stated the alarms occurred when the vad system was connected to a normal power module patient cable and batteries. The manufacturer¿s technical services reviewed the submitted log file and confirmed multiple pump stoppages starting on (B)(6) 2017 and continued through (B)(6) 2017. The alarms appeared to have occurred on both ac power and on batteries. X ray images of the percutaneous lead (driveline) showed a potential issue near the bend relief and possibly some driveline breakdown near the pump end relief. On (B)(6) 2017, technical services arrived onsite for an attempted percutaneous lead (driveline) replacement. The electrical continuity test revealed a broken yellow and a broken orange wire. The first three wires were repaired and when the new driveline was inserted, the pump did not restart. The old percutaneous lead was inserted and the pump started. The replacement was not completed as the damage was most likely internal to the patient. The driveline was immobilized and the patient underwent a pump exchange on (B)(6) 2017.